Event description:
Information was received from a manufacturing representative. It was reported that a patient with a history of epilepsy experienced an increase in the number of seizures over the past six months. During the replacement procedure, it was noted that impedance values associated with the left cranial lead differed from those of the right cranial lead. A battery replacement was performed without complications, and all impedance values were consistent with preoperative baseline readings and within normal parameters. No further interventions were taken as the post-battery implant impedances were consistent with preoperative values and within normal system parameters. The issue was resolved at the time of the report. Additional information received from manufacturing representative (rep). Rep reported that healthcare provider did not receive further information regarding increased seizure activity.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.